Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose after a diagnostic peripheral angiogram procedure using a 5f sheath. Reportedly, the sheath did not split properly when the thumb advancer was advanced. The thumb advancer stopped half way down. The release mechanism was used to remove the device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.